Manufacturer narrative:
The consumer provided sample photos and the tampon opening at the tip was unable to be determined if wider than the acceptable limit. No physical samples were provided. Records show this lot was produced according to the specification and met the acceptance criteria for product release. This lot confirmed no open petals were observed during the production of this lot. New information: g3: date received. G6: type of defect. H1: type of reported event. H2: if follow-up, what type. H6: investigation findings and investigation conclusion. H11: additional narrative.

Manufacturer narrative:
The investigation is in process. A supplemental/final follow-up report will be submitted upon completion.

Event description:
Report 1 of 2. Non-us event; occurred in canada. Consumer reported via email that prior to use of an unspecified number of regular absorbency tampons, the insertion tube was open at the top which hurt if she used it. She did not report any serious adverse health effects or the need for medical attention.